Manufacturer narrative:
(B)(4). Concomitant medical products - bmt splined knee stm 14x80 catalog# 141614 lot# 408790, biomet ilok stem tib tray 67mm catalog# 141512 lot# 286860, bmt splined knee stm 18x80 catalog# 141618 lot# 680890, vngd ti fem ssk 60mm rt catalog# cp113122 lot# 843030, vngd dist fem aug 60x5 rl/lm catalog# 184102 lot# 235510, biomet tib block 6mm 67 catalog# 141742 lot# 430780, biomet tib block 6mm 67 catalog# 141742 lot# 513220, vngd sskpsc tib brg s 14x63/67 catalog# 183824 lot# 846640. Customer has indicated that the product will not be returned to zimmer biomet for investigation due unknown location of the device. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-04462 and 04477.

Event description:
It was reported that patient was revised due to loosening approximately five years post implantation.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-04477, 0001825034-2017-04462, 0001825034-2017-09473. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.